Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hi-pot test. The cause for the test failures was isolated to intermittent wires. The pulse wire in the cable that connects the front therapy electrode and the distribution node (dn) and the orange (lead 2+) wire were intermittent. The root cause for the intermittent wires could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.